Manufacturer narrative:
Additional information: sponsor assessed the event as possibly related to the anti-platelet medication. Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted - one into the cx and one into the lad. It was reported that five days post index procedure, the patient suffered pulmonary embolism. The pi reported a known rv thrombus. It was reported that the patient went into pea arrest. The patient was treated with medication and compression's but passed away. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
The patient has a medical history of aortic stenosis and lv dysfunction. If information is provided in the future, a supplemental report will be issued.